Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported that pulse generator exhibited inappropriate and inaccurate data. The patient was not affected and the missing information was added to the pulse generator and remained implanted.